Manufacturer narrative:
A product safety committee meeting was conducted and this issue was reviewed. With the information obtained, it was agreed by the committee that the issue was a ¿use error¿. However, product safety committee felt that a follow up call to the customer should be placed. (B)(4) contacted the customer and provided the following feedback, ¿I talked to (B)(6), he one of the physicist at this site. The patient was treated at the wrong point but the tumor was still in the field, the site does say that it was their error he said the point was 2-3 cm off of what was intended. I ask him if there was anything else that they needed from us he said no. He stated that the patient was filmed daily and the field was off by one vertebral body so the staff did not pick up on the mistake for several days. The physicist did some investigation at that time and determined that it was an error made during the planning process. The field was only off in one direction and was off by 2-3cm. They determined that the tumor was still in the field of treatment but it was on the edge instead of in the center.¿

Event description:
A customer reported that their therapists placed points using tumor loc and marked the patient at time of sim. The data was sent to pinnacle. Instead of docimitrist creating an additional point and providing shifts from the point placed in tumor loc he/she moved the point from tl. The patient was set up with marks from sim, but treated with the plan from pinnacle with the shifted point (not the same as the marks on patient).